Manufacturer narrative:
Event date is unknown. This report is for an unknown screw lag/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. Approximately 2 years ago, date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to pain in right hip pain. Initially, approximately two years ago on an unknown date the patient was implanted with one (1) 4-hole dhs plate, four (4) 4.5 cortex screws, one (1) compression screw and one (1) lag screw as treatment for an unknown condition. During the revision all hardware was removed whole, intact and new hardware was not implanted. There was no surgical delay. No patient harm was reported. The procedure was successfully completed. The patient outcome was stable. This report is for an unknown screw lag. This is report 4 of 4 for (B)(4).